Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and experienced recurrence of same malfunction code, so pump replacement was arranged under warranty; customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode before return, and was informed they would need to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within ten days, all of which customer acknowledged and understood.